Event description:
Patient reported receiving erratic blood glucose measurements ("hi" and "lo"), while using the suspect device. While on the phone with technical support, pt's speech became slurred, and was not feeling well. Patient had not had breakfast; however, patient took their normal amount of insulin. Additionally, pt was attempting to obtain a blood sample from their vein. Patient attempted to self-treat, while on the line, by drinking soda. Patient stated that a venous sample measured 105 mg/dl, and two capillary samples measured 110 mg/dl and 100 mg/dl, respectively. Technical support phoned emergency medical services, on patient's behalf. Pt disconnected when emergency medical services arrived. Several attempts were made to contact the patient, to inquire about the outcome of the situation; however, technical support was unable to reach the pt. Controls had not been run on the system. No products will be returned by the patient, for evaluation.